Manufacturer narrative:
Device evaluation: sample returned: one (1) sample was returned for evaluation p/n 100/199/080; the sample was received in used conditions within original package. Visual inspection: the returned sample was visually inspected at 12? To 16? And normal conditions of illumination. Results: no defects were found. Functional testing: the pilot balloon of the sample returned was inflated using a syringe to detect any defects. Results: cuff was inflated successfully; no defects were found. Leak testing: the sample returned was connected to leak tester machine [cal ID: 8.1597, due date: march,2022] to identify any leak. Results: no leakage or occlusions were detected. No root cause determined since no defects were found in sample received for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during the pre-use check, the cuff was not inflated properly. No patient injury. No additional information is available for this complaint.